Event description:
It was reported that the lead dislodged. The lead was removed and replaced with an active fixation lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned and analyzed.